Event description:
It was reported to boston scientific corp that during a therapeutic stone retrieval using an escape nitinal stone retrieval basket (pt's age unk), the basket wire broke at the distal tip of the device. The pt's condition is reported as "fine".

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.